Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetes educator at the customer's hospital reported via phone call that the customer was hospitalized for high blood glucose. The patient's insulin pump alarmed with several no delivery alarms and the patient's blood glucose at the time of hospitalization exceeded 600 mg/dl. The diabetes educator did not have any further details regarding the customer's hospitalization; the educator did, however, perform a high pressure test and the insulin pump passed. A fill tubing was also performed and insulin exited from the reservoir into the tubing. No products were returned or replaced.